Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a non-recoverable error occurred while the customer was connecting the endoscope. The issue occurred prior to docking, but after anesthesia was already administered and ports had been placed. As a result of the issue, the surgeon elected to abort the procedure. Initially, the system powered on with no errors. An intuitive surgical, inc. (Isi) technical support engineer (tse) was called to review the logs. The tse confirmed the error in the logs which indicated an issue with the endoscope controller (ec). The tse instructed the staff to perform a hard power cycle on the system, but the error reoccurred. The tse then advised the staff to power down the system, reseat all connections to the ec, and remove power to the vision side cart (vsc); however, the error persisted. The procedure was aborted and rescheduled.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller (ec) due to the error. The system was tested and verified as ready for use. Isi received the ec involved with this complaint to perform failure analysis. The ec was visually inspected and no issues were found that would be related to the reported failure. The unit was installed and tested into a test system where the component functioned as expected. However, a non-recoverable fault appeared. A system log review was performed. Investigation revealed the following possible related system fault indicating power on self test (post) error return reported by the endoscopic controller power distribution board (ecpd). The probable root cause is attributed to a failure of the ecpd in the ec.

Event description:
Refer to h11 for follow-up information.